Event description:
The customer took a blood glucose test at 9:43 and received a result of 480mg/dl and took 7 more units than normal. At 10:30 the customer retested and received a result of 303mg/dl at 12:30 the customer passed out. The customer woke up at 2:44 and received a result of 44mg/dl. The customer fell back to sleep. At 4:00 the customer went to the store and ate. At 4:00 the customer received a blood glucose result of 26mg/dl on a different device. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.